Event description:
The end user reported that there were dark spots on the product. The product was not used. Photographs depicting the issue were received from the complainant.

Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. A batch record review was completed with no discrepancies found. Pm logs were reviewed and all pm's were completed with no discrepancies. Affected amount: 1pc aquacel ag+ extra 10x10cm was manufactured under sap code (B)(4) and manufacturing lot number 0f04476. Lot # 0f04476 was sterilized under lot 1245612111 and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production process, in process testing and packaging of products was run in accordance with pi12-030 ver.44.0 for doyen 4. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes until the order was complete. No nonconformity was registered during the manufacturing process of lot 0f04476. There are 3 complaints registered for lot 0f04476 within the complaint system. However, they were all for different malfunction codes and different complaint issues. 2 photographs were received for the complaint issue and were evaluated. The photographs confirm the product, batch number and complaint issue. The photo shows dark patches within the fabric. No sample was returned therefore, it could not be determined what the marks on the dressing were. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).